Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing bilateral capsular contracture of the breasts. A consultation with a medical professional was conducted. No baker grade ratings were provided. As a result, the patient is scheduled for bilateral breast implant removal on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
On july 02, 2024, mentor was notified that during the explantation surgery, the patient underwent bilateral removal and replacement with non-mentor implants. Additionally, a ruptured breast implant was found during the surgery. There were no reported procedural delays or patient consequences due to the discovery. As the affected side was not provided, rupture is being reported for this file and the associated contralateral file. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).